Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was attempted in patient for endovascular treatment of an abdominal aortic aneurysm. There was moderate calcification and tortuosity. It was reported that the device was inspected prior to use with no abnormalities noted. The lesion was not pre-dilated. It was reported that during the surgery, the handle was turned; however, the external sheath of the device could not be retracted and the stent graft did not deploy. The delivery system was then removed from the patient and the procedure was aborted. No injury was reported to the patient. No clinical sequelae was reported.